Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant procedure, the patient developed a sudden onset of swelling and tenderness over the cardiac resynchronization therapy defibrillator (crt-d) pocket. Blood cultures were taken, but results came back negative. Antibiotics was administered, and the crt-d system was explanted and replaced due to a suspected concern for infection but not confirmed. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.